Event description:
It was reported that during a total knee procedure using a tourniquet cuff, there was bleed through. No intervention was required for the pt and the procedure was successfully completed as planned.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is returned, a follow up report will be filed.